Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, gauge issues occurred. The target lesion was unknown. An encore26 inflation device was selected. While attempting to increase pressure to 10 atms, it was noted that the gauge stopped. When the pressure was increased on the inflation device, the gauge increased "all at once." The pressure was noted to be "unstable." The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed that there was a crystalline substance most probably contrast medium blocking the flexcil tubing and syringe barrel of the encore device. The unit was functionally examined and it was noted that the unit was difficult to inflate initially and would only inflate initially to 10atm due to the blockage of the flexcil tubing and syringe barrel therefore before completing functional testing the crystalline substance was dissolved and removed by repeatedly flushing the device with hot water. The unit passed leak, gauge accuracy, device locking mechanism, side load and pressure damping testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure gauge issues occurred. The target lesion was unknown. An encore26 inflation device was selected. While attempting to increase pressure to 10 atms, it was noted that the gauge stopped. When the pressure was increased on the inflation device, the gauge increased "all at once". The pressure was noted to be "unstable". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.